Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with an unspecified mentor saline breast prosthesis on the left side, suffered left breast implant deflation post-operatively. As a result, the patient underwent implant explantation and replacement with a 275cc mentor siltex round moderate profile saline breast prosthesis on (B)(6) 2006.